Event description:
Health care professional reported as "pt went to the hospital on (B)(6) days after implantation with fever. Infected liquid around the band was drained and band was removed (B)(6) days later. Pt stayed in ICU and was transferred to a floor (B)(6) days after first seen, as the pt is doing better now. The pt is still treated with antibiotics." The device will not be returned as it was sent to pathology which did not keep the device after analysis.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The device associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reported the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the pt data, diagnostic data and causality of the infection has been requested. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."